Manufacturer narrative:
This supplemental report is submitted to correct section d4 of the initial report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the cause could not be identified because the phenomenon was not reproduced. However, a similar scope communication error (e216) occurred due to the failure of the scope socket, hence, it is likely that the failure of the scope socket was one of the reasons. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual of clv-190 identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.1 precautions for installation and connection]. Never apply excessive force to connectors. This could damage the connectors.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. However, the evaluation found that the endoscopic image had noise and an error "e216" occurred intermittently while "shaking" the scope connector; the cause was isolated to scope socket failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when preparing the device for use, an error "b30" occurred. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.